Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not booting up. The rse instructed the customer to reset the f1 f2 f3 & f4 fuses in the m cabinet but there was still no power to the system. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the voltage going to the xray system and power conditioner was correct but the output after the relay was not correct. To resolve the reported issue, the fse rebooted the conditioner several times and the relay engaged correctly. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.